Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. During the evaluation of the device at a third party service center, the device's internal battery was reconnected to address the issue.